Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and seizure and was able to self-treat with glucose after regaining consciousness. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006mpgg0 has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture; all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - (addtl mfg narrative) was incorrectly documented in follow up 1. The correction has been made.

Manufacturer narrative:
Sensor 3mh006mpgg0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and seizure and was able to self-treat with glucose after regaining consciousness. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and seizure and was able to self-treat with glucose after regaining consciousness. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.